Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced wound dehiscence and fluid discharge at the ipg site. As a result, surgical intervention was undertaken on (B)(6)2026 wherein the battery was disconnected, cleaned, and the incision site was washed. Afterwards, the ipg was reconnected, and the patient was administered antibiotics at the ipg site.